Event description:
It was reported that there were concerns this implantable cardioverter defibrillator (ICD) shocked the patient despite therapy being turned off. Technical services (ts) noted that it was unlikely that the device would shock the patient with therapy being turned off. The health care professional (hcp) stated that they would page a local representative. The device remains in use. No additional adverse patient effects were reported.